Manufacturer narrative:
Due to characterization limit e1: telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs100 intra aortic balloon pump, there was an unspecified malfunction, there was no patient involved.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted, as it is not a valid complaint.there was no device malfunction. As a result, no followup emdr is necessary. Please cancel in your database.